Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "loses time or time jumps around and is inaccurate." No further information was obtained as customer declined troubleshooting. There was no reported impact to blood glucose.